Event description:
This rv lead was repositioned due to malposition. Physician needed to add slack to the rv lead while delivering a new atrial lead after atrial lead dislodgement. Rv helix was retracted, and redeployed in an attempt to reposition the rv tip. Rv lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.